Event description:
During baxter's functional testing, a spectrum pump alarmed falsely for upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The symptom of false upstream occlusion was confirmed through evaluation. The upper reading from the upstream sensor was below specification. Low upstream readings can cause false upstream occlusion alarms. The upstream sensor was replaced.